Event description:
This is report 5 of 5 for the same event. It was reported from (B)(6) that during the drilling procedure on a radial bone in an unspecified surgery, it was observed that the power drive device stopped functioning while in use with a battery device and a battery casing device. The reporter stated that the surgeon immediately used an identical spare device; however, it also stopped due to an unspecified technical failure. An additional spare device was available for use to complete the surgery. It was not reported if there were any delays to the surgical procedure. There was patient involvement reported. There were no reports of patient or user injuries. It was not reported if there was medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning. Therefore, the reported condition was confirmed. It was further determined that the accumulator was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.